Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced redness and swelling at the ipg site due to an infection. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted to address the issue. The patient was administered antibiotics.

Manufacturer narrative:
A patient experienced redness and swelling at the ipg site due to an infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with antibiotics. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.